Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 -11.5d implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. Excessive vault was observed. Lens exchanged with a same length, different model lens, from horizontal to vertical, on (B)(6) 2023 and problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).